Event description:
Customer has a 7.5 mm ilm endotracheal tube which was being used for the first time. The pt could not be ventilated so the tube was removed. It was observed that the tube had a kink in it about half way down the tube. It was reinserted without problem. The pt was ventilated, the fastrach was removed.